Manufacturer narrative:
The received device had the cannula assembly fully deployed. The adhesive pad was not returned with the device. A tear was observed in the exposed portion of the soft cannula. Fluid was unable flow through the complete fluid path as it was observed to be leaking from the tear in the soft cannula. It could not be determined when or how this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The cause of the reported dislodging event could not be conclusively determined. No damages or defects were observed with the adhesive welds. The exact cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose above 300 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.